Manufacturer narrative:
A visual examination of the complaint device revealed that the dilator and sheath were bent in the middle and a material was also received which was visually consistent with the inner lining of the sheath. The noted failure likely occurred due to anatomical or procedural factors which limited the performance of the balloon. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed and from the information available, there was no evidence that this device was not used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used on a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the sheath inner lining detached and settled in the kidney. The detached fragment was retrieved using a basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used on a ureteroscopy procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the sheath inner lining detached and settled in the kidney. The detached fragment was retrieved using a basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.